Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy with polypectomy, as a prophylactic measure, performed on (B)(6) 2011. According to the complainant, during the procedure, the clip was closed onto the target site however, the clip would not release from the catheter. The physician opened the clip back up and placed it on the target site again however, the clip would not release from the catheter. It was reported that the physician observed that the clip appeared to be broken. The clip was then reopened, closed and the device was removed from the patient completely intact. The case was completed with another resolution ii clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy with polypectomy, as a prophylactic measure, performed on (B)(6) 2011. According to the complainant, during the procedure, the clip was closed onto the target site however, the clip would not release from the catheter. The physician opened the clip back up and placed it on the target site again however, the clip would not release from the catheter. It was reported that the physician observed that the clip appeared to be broken. The clip was then reopened, closed and the device was removed from the patient completely intact. The case was completed with another resolution ii clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found that the handle was kinked at the locks, which would prevent the clip from being deployed. The clip assembly was still able to opened and closed, but the device stroke was limited. No damage to the clip assembly was noted. The condition of the returned device was consistent with the complaint that the clip failed to release from the catheter. However, the evaluation attributed this failure to a broken handle. No damage to the clip assembly was visible. The failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Note for clarification: the device evaluation revealed that the handle was kinked at the locks. This failure allowed the clip to open and close, but prevented the clip from locking closed. A clip that cannot lock could be opened for release from the patient's tissue. This is a different failure mode then a clip that locks closed, but fails to separate from the delivery catheter. Therefore, based on the device evaluation and the physician's report that the clip was able to be opened prior to removal from the tissue, this is no longer considered a MDR reportable event.

Manufacturer narrative:
The patient weight has been reported to be approximately (B)(6). (B)(4) relates to (B)(4) for the reported event of clip failed to release from the catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy with polypectomy, as a prophylactic measure, performed on (B)(6), 2011. According to the complainant, during the procedure, the clip was closed onto the target site however, the clip would not release from the catheter. The physician opened the clip back up and placed it on the target site again however, the clip would not release from the catheter. It was reported that the physician observed that the clip appeared to be broken. The clip was then reopened, closed and the device was removed from the patient completely intact. The case was completed with another resolution ii clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.